Manufacturer narrative:
H3: analysis of recharger; model #: 97755; s/n:(B)(6) reveled no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI #: (B)(4). Due to patient having multiple implants it was unknown which implant was being used with the recharger brand name intellis - product ID: 97715 (serial : (B)(6): implant date: (B)(6) 2021. Brand name intellis - product ID: 97715 (serial: (B)(6): implant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from patient regarding an external device. The patient reported having issues recharging the implantable neurostimulator (ins). Patient stated that it would take 30-40 minutes to establish a connection, and that the relay box and paddle were heating up. Patient confirmed there were no burn marks. Agent sent a request to repair to replace the recharger.